Manufacturer narrative:
A DHR (device history record) review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2025, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to their feelings and compared to another meter (unspecified doctor¿s meter). The complaint was classified based on the customer care agent (cca) documentation, since the reporter discontinued the interaction could not be reached by phone for additional information. The reporter indicated that the patient had just purchased the system kit 1 week ago and on an unspecified date obtained high blood glucose results of ¿585, 535 and 600 mg/dl¿ with the subject meter during a low blood glucose episode. It was not reported if the patient takes any medication to manage their diabetes or if they took any action regarding their usual diabetes management due to the reported issue. It was not reported what symptoms the patient experienced. However, the reporter claimed the patient went to an emergency room as a result of the alleged issue and indicated that the patient received a blood glucose result of ¿51 mg/dl¿ on the doctor¿s meter. The time difference between the tests was not reported. It was not reported what type of treatment the patient received. At the time of troubleshooting, it was noted that the patient had reportedly received expired test strips in the system kit that they had recently purchased. This complaint is being reported because the patient reportedly required medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high blood glucose readings on the subject meter and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.